Manufacturer narrative:
As reported, during a procedure using optifix fixation device while deploying, the fasteners were firing sideways, and the fasteners had broken in half. The subject device is being returned for evaluation but has not yet been received. Based on the information provided and not having the physical sample to evaluate no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 515 units. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. Evaluation of the returned sample evaluation finds that the guide wire and backup tabs are bent. The reported deployment of broken fastener in use is a known result of bent guide wire and bent backup tabs. The components are found to be bent from applied forces while in use. No manufacturing anomies were found. The precautions section of IFU states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue" updated fields: b4, d9, g3, g6, h2, h3, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure using optifix fixation device while deploying, the fasteners were firing sideways, and the fasteners had broken in half. The loose fasteners were removed from the patient's body and a new optifix device was used to complete the procedure. There was no patient harm or injury.

Manufacturer narrative:
As reported, during a procedure using optifix fixation device while deploying, the fasteners were firing sideways, and the fasteners had broken in half. The subject device is being returned for evaluation but has not yet been received. Based on the information provided and not having the physical sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure using optifix fixation device while deploying, the fasteners were firing sideways, and the fasteners had broken in half. The loose fasteners were removed from the patient's body and a new optifix device was used to complete the procedure. There was no patient harm or injury.